Event description:
It was reported that during a thyroidectomy, the device was smoking more than normal, the blade changed colors (blue) and the tissue pad on the proximal end appeared to be burned or worn. The pad did not come off of the device . A new like device was used to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.